Event description:
Reportable based on device analysis completed on 20-nov-2014. It was reported that crossing difficulties were encountered. The chronic totally occluded, 2.75x16mm, concentric target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following predilation, a 2.75x16mm promus element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the entire length of the crimped stent were distorted, damaged and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the mid-shaft; 0mm to 35mm proximal from the port bond skive. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).